Manufacturer narrative:
B:5 additional information received; as per the physician it was possible the sine was due to the non mdt stent graft but was thought to be more likely due to the valiant due to the presence of the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the physician suspected the leak could be a possible type iiib due to the fact that there was so much endoleak noted to be spouting from the side of the device. It was reported the cause of the sine was possibly due to increased pressure in false lumen due to the unidentified endoleak. Bypass was performed for sma, celiac and two renal arteries, ctag was implanted from the variant to afx which was implanted in the abdomen, and the procedure was completed successfully. No additional clinical sequala was provided analysis summary: the reported endoleak was confirmed on the films provided; however the type and cause of the endoleak could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Additional post-implant CT¿s were not available for review of the endoleak and endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source was not seen; thereby, making determination of the endoleak difficult. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to a type iii endoleak and a type iii fabric endoleak would be less likely to have occurred at index. It is possible that an acute type ib endoleak due to inadequate distal seal occurred. Pre-implant sizing plans were not available to ascertain if the correct device size was chosen for the patient. The endoleak appeared most likely to have been an acute type IV blush endoleak caused by fabric porosity and turbulent blood flow in the angulated aorta. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the dissection false lumen may have also contributed to a likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted for a 305 mm thoracic aortic dissection. It was reported that during the index procedure, the vamc3026c150tj (v08220387) was implanted from right above celiac, a non-medtronic device was implanted from zone 4, and a non-medtronic cuff was implanted to close the abdominal entry. Final angiogram was performed, and a suspected type 1b endoleak was noted from the vicinity celiac, but since the descending main entry was blocked, the procedure was finished. However, postoperative angio CT images showed that the endoleak which was considered to be type ib or type iiib or type IV had occurred near the distal region of vamc3026c150tj (v08220387). It was confirmed by angiography that the proximal region of the non-medtronic cuff was also narrowed immediately after implantation, but it was completely open by the angiography performed in the evening, so it was suspected that proximal stent graft-induced new entry (sine) had occurred in the proximal region of the non-medtronic cuff. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.